Manufacturer narrative:
Analysis received the device in good cosmetic condition. There was no fault with the device. The device was tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the interface would not recognize the electrodes. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from health care professional (hcp) reported via manufacturer representative that the interface would not recognize the electrodes during testing before the procedure. There were no back-up devices used and there was no delay to the procedure. There was no patient involvement.